Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weigh to the spec, opening curved on anterior and red particles. A visual and microscopic analysis was performed which identified opening crease sharp on anterior and creases fold. Base on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening creases are observed but have no relationship with manufacturing. No calcification was observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV with a prominent fold, "calcification", "inflammatory nodule" and minimal quantity of periprosthetic fluid. The device has been explanted.

Event description:
Additionally, healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: d7, g1.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV with a prominent fold, "calcification", "inflammatory nodule," rupture, and minimal quantity of periprosthetic fluid. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV, inflammatory nodule and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture, inflammatory nodule and capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV with a prominent fold, "calcification", "inflammatory nodule" and minimal quantity of periprosthetic fluid. The device remains implanted.